Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.50/1.0/075 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was implanted upside down. On (B)(6) 2023 the lens was exchanged for a same model, size and power lens and the problem was resolved.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).